Event description:
It was stated initially that the insulin pump alarmed button error. It was then stated on another call, that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was stated that the lights shut down on the insulin pump and it's not working. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces.